Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgment occurred. When the balloon protector was removed the promus element stent dislodged from the stent delivery system. The patient remained stable and another device was used to complete the procedure.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgment occurred. When the balloon protector was removed the promus element stent dislodged from the stent delivery system. The patient remained stable and another device was used to complete the procedure.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device returned in two sections. The device returned intact, the stent arrived separately with the product mandrel where the stent was partly lodged within the stent protector. The stent appears to have been deployed inside the stent protector which most likely occurred due to applying positive pressure on the device during preparation. This would have resulted in stent dislodgement when the stent protector was removed. Nine (9) millimeters of the stent remained within the stent protector where the remainder of the stent struts were both stretched and damaged. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).